Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, multigravida and parity 3 (total number of live births:03 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2012)). Concurrent conditions included left lower quadrant pain, ache and libido decreased. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), abdominal pain upper ("stomach pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), headache ("painful headaches / headache"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), tooth disorder ("dental problem"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("severe bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), abnormal loss of weight ("extreme weight loss"), dental caries ("unexplained sudden onset tooth decay"), hypersensitivity ("allergic reactions") and fungal infection ("yeast infection"). The patient was treated with surgery (essure surgery(mine out in 6 days)). Essure was removed. At the time of the report, the pelvic pain, rheumatoid arthritis, headache, abdominal pain lower, abdominal pain, abnormal loss of weight, dental caries, hypersensitivity, migraine, depression, anxiety, tooth disorder, nausea, fatigue, weight decreased, gastrointestinal disorder, abdominal pain upper, arthralgia, vulvovaginal pain and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal loss of weight, anxiety, arthralgia, dental caries, depression, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, rheumatoid arthritis, tooth disorder, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Approximate weight at the time of essure placement 135 lbs. Previously reported patient dob ((B)(6) 1986) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "yeast infection" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, multigravida and parity 3 (total number of live births:03 (B)(6). Concurrent conditions included left lower quadrant pain, ache and libido decreased. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), abdominal pain upper ("stomach pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), headache ("painful headaches / headache"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), tooth disorder ("dental problem"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("severe bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), abnormal loss of weight ("extreme weight loss"), dental caries ("unexplained sudden onset tooth decay") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure surgery(mine out in 6 days)). At the time of the report, the pelvic pain, rheumatoid arthritis, headache, abdominal pain lower, abdominal pain, abnormal loss of weight, dental caries, hypersensitivity, migraine, depression, anxiety, tooth disorder, nausea, fatigue, weight decreased, gastrointestinal disorder, abdominal pain upper, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal loss of weight, anxiety, arthralgia, dental caries, depression, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, rheumatoid arthritis, tooth disorder, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Previously reported patient dob (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was define. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- case upgraded from non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.